Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2017, the patient experienced an adverse event. Patient reported that she was alerted to a hyperglycemic event. Patient did not report any symptoms. Patient was hospitalized due to the hyperglycemic event and a broken foot. The broken foot was not due to the hyperglycemic event. Patient stated that she is a brittle diabetic and is on medication for multiple sclerosis (ms). There was no allegation made against the device. At time of contact, patient is good. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.